Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to perform several actions, including disconnecting and securing the tubing, delivering boluses, and replacing supplies as necessary. The bolus was completed successfully, and the caller was advised to resume insulin use and seek additional assistance if needed.